Event description:
The customer reported that the ac power module had failed. Failure of the ac power module would prevent the unit from powering up on ac power as well as prevent the battery from charging.

Manufacturer narrative:
Replacement of the ac power module resolved the reported issue.